Manufacturer narrative:
Testing of actual/suspected device (B)(6): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "autofill failure alarms" issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and there was excessive condensation in the helium line. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and there was excessive condensation in the helium line. There was no patient harm and no adverse event was reported. Patient height: 180.3cm.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, d5, g1(contact person).

Event description:
It was reported prior to connection on a patient the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and there was excessive condensation in the helium line. There was no patient harm and no adverse event was reported. Patient height: 180.3cm.